Event description:
It was reported to philips that the allura device was shutting itself off and was unable to fluoroscopy. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform scan and machine was automatically getting off. Upon functional testing, the fse found faulty image processing (ip) pc. Review of the system log file showed that no network connection ippc error. Fse replaced the ippc and recreated the image store. After replacement of the ippc and recreation of the image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.